Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up after receiving a shock. Review of device strips revealed the patient received inappropriate antitachycardia and hv therapy due to noise. Noise was successfully reproduced through isometrics and pocket manipulation. Further evaluation is planned. Patient will be monitored. No further information is available at this time.